Manufacturer narrative:
The t:flex pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of cold insulin. The customer declined to provide blood glucose level. During the call with tandem technical support, the customer was able to reload the cartridge successfully and received an accurate fill estimate.